Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left atrium and has the potential to cause damage the atrial wall. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the left atrium. After positioning the clip centrally over the mitral valve, the clip was unlocked; however, irregular movement was noted with the cds due to bending. The delivery catheter (dc) shaft was bending approximately 45 degrees when unlocked. The decision was made to remove the cds with undeployed clip and replace the device. One clip was then implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. Although the reported difficulty positioning the device could not be replicated as it was related to patient condition/procedural circumstances, functional testing confirmed that the device functioned as intended. The investigation was unable to determine a definitive cause for this incident. The reported deflection of the delivery catheter (dc) shaft was confirmed via returned device analysis. The investigation concluded that the dc shaft deflection reported in this incident is a normal function of the lock lever retraction and the device was functioning as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.